Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received test failure alarm and bad battery alarm. The customer's blood glucose was 253 mg/dl at the time of incident. The customer stated that they gave a bolus to correct the blood glucose. The customer performed self test and the insulin pump passed. The customer stated that the test failure alarm did not occur during the rewind and prime sequence. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary bolus was programmed before the test failure alarm. The customer declined to troubleshoot for bad battery alarm. The insulin pump will not be returned for analysis.